Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received loose in a plastic inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device in a plastic bag. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "deployed wrong" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens iol implant procedure, when trying to advance and deploy the lens, the haptic came out folded and did not allow the rest of the lens to deploy freely. It did not fully deploy, so it was not completely implanted and was fully removed. The lens stayed in the delivery system and was pulled out with instrument assistance on the back table. The procedure was completed the same day without any harm to the patient. In the surgeon's opinion, the lens may have not been loaded correctly during manufacturing but was unsure. Additional information has been requested.